Event description:
It was reported that while a neonatal pt was connected to the ventilator, the pt had coded several times and ultimately expired. Per hospital protocol, the customer requested that a drager service engineer be dispatched to download logs and verify proper function of the ventilator. There was no alleged machine malfunction reported. A drager service engineer was dispatched to copy the device log and to verify proper function of the ventilator. The drager service engineer downloaded the logs and reported that the ventilator passed all tests and the ventilator was cleared for use. The device log was reviewed by drager technical support and no technical problems were identified in the log.